Manufacturer narrative:
No device sample returned for manufacturer analysis. A lot number was reported to the manufacturer and investigation is ongoing. A follow-up report will be submitted.

Event description:
It is reported that after a patient was diagnosed with bacterial keratitis (see manufacturer reference 9614392-2021-00002 /(B)(4)), sealed lenses from in store inventory (diagnostic device) were sent to a third party facility for testing. These lenses were the same prescriptions in that of those used by the patient but the lot numbers were unrelated to the patient incident. The lenses were opened by the testing facility and labeled as "lens 1" and "lens 2". No lot or prescription information was recorded by the testing facility. One of the samples tested positive for the presence of the pseudomonas aeruginosa bacterium. The two lot numbers of the tested product were provided to the manufacturer, due to lack of data recording at the testing facility, the manufacturer is unable to confirm which lot was identified as affected. No lenses have been returned to the manufacturer for device analysis. Investigation of the alleged involved lots is ongoing, a follow-up report to be submitted. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due the allegation of contaminated product without supporting details or the manufacturers ability to confirm results. See manufacturer reference number 2640128-2021-00001 for secondary lot number being investigated.

Event description:
It is reported that after a patient was diagnosed with bacterial keratitis (see manufacturer reference 9614392-2021-00002 /(B)(4),sealed lenses from in store inventory (diagnostic device) were sent to a third party facility for testing. These lenses were the same prescriptions in that of those used by the patient but the lot numbers were unrelated to the patient incident. The lenses were opened by the testing facility and labeled as "lens 1" and "lens 2". No lot or prescription information was recorded by the testing facility. It is reported that one of the samples tested positive for the presence of the pseudomonas aeruginosa bacterium. The two lot numbers of the tested product were provided to the manufacturer, due to lack of data recording at the testing facility, the manufacturer is unable to confirm which lot was identified as affected. No lenses have been returned to the manufacturer for device analysis. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due the allegation of contaminated product without supporting details or the manufacturers ability to confirm results. See manufacturer reference number 2640128-2021-00001 for secondary lot number being investigated.

Manufacturer narrative:
No root cause could be identified, no relationship between be coopervision device and the incident could be confirmed.

Manufacturer narrative:
(H3): no device sample returned for manufacturer analysis. A lot number was reported to the manufacturer and investigation is ongoing. A follow-up report will be submitted.

Event description:
It is reported that after a patient was diagnosed with bacterial keratitis (see manufacturer reference 9614392-2021-00002 / (B)(4)), sealed lenses from in store inventory (diagnostic device) were sent to a third party facility for testing. These lenses were the same prescriptions in that of those used by the patient but the lot numbers were unrelated to the patient incident. The lenses were opened by the testing facility and labeled as "lens 1" and "lens 2". No lot or prescription information was recorded by the testing facility. One of the samples tested positive for the presence of the pseudomonas aeruginosa bacterium. The two lot numbers of the tested product were provided to the manufacturer, due to lack of data recording at the testing facility, the manufacturer is unable to confirm which lot was identified as affected. No lenses have been returned to the manufacturer for device analysis. Investigation of the alleged involved lots is ongoing, a follow-up report to be submitted. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due the allegation of contaminated product without supporting details or the manufacturers ability to confirm results. See manufacturer reference number 2640128-2021-00001 for secondary lot number being investigated. Manufacturers investigation is ongoing as of 11 february 2021. Follow-up report(s) to be submitted as scheduled and/or at the completions of the investigation.